Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results on alinity c processing module for multiple patients. The one result example provided were: on (B)(6) 2025 initial=7.7 mg/dl /repeated=1.4 mg/dl /repeated on architect (B)(6) =1.3 mg/dl customer reference range for magnesium=1.6 to 2.6 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected and replaced the tubing, peristaltic head (rohs) (7-35009685-04), which resolved the issue. A review of the architect c8000 processing module, serial number c804314. Service history found no contributing factors on or around the date of the complaint. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. A review of complaint and trending data for the architect c8000 processing module did not identify any similar issues as described in this complaint. Additionally review of complaint and trending data associated with the architect tubing, peristaltic head did not identify an increase in complaint activity. The architect system operations manual addresses operational precautions and limitations and troubleshooting erratic/discrepant results. The architect c8000 system service and support manual provides removal and replacement procedures for the tubing, peristaltic head (rohs) (7-35009685-04). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c8000 processing module, serial number (B)(6), or the tubing, peristaltic head (rohs).

Event description:
The customer observed falsely elevated magnesium results on alinity c processing module for multiple patients. The one result example provided were: on (B)(6) 2025 initial=7.7 mg/dl /repeated=1.4 mg/dl /repeated on architect c804307=1.3 mg/dl customer reference range for magnesium=1.6 to 2.6 mg/dl there was no reported impact to patient management.